Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and optium xceed meter, no trends were identified that would indicate any product related issues. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to lines being displayed upon strip insertion. Due to delivery delay, customer was unable to test, stated, "he was going to be transferred to the nurse" and received unspecified treatment. No further information was provided. Attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.